Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. Vyaire field service rep tested the ventilator no issues found. Unit passed the leak test. The unit will be returning for further investigation.

Event description:
The customer reported avea comp exhaled volumes are out of spec about 20% the volume was set to 160 ml's the exhaled volumes reading was 128 ml's. The ventilator was removed from the patient. As of this time there is no information about patient harm in this reported event.